Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported the system froze during lasik surgery on a patient's right eye. The procedure was initially aborted. Following a fifteen minute delay the surgery was able to be completed successfully.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. No technical problem is detected at the log file review. Several times the message "pupil not centered" is displayed, however not directly before abortion of the treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. The root cause could not be identified conclusively, based on the available details. The most likely root cause for not starting the treatment again is insufficient centration of the eye. The manufacturer internal reference number is: (B)(4).